Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover broke off from the evis exera iii duodenovideoscope in the patient's esophagus when taking out the scope during an endoscopic retrograde cholangiopancreatography procedure. The cover was retrieved with a raptor grasper and a gif scope. The procedure was not prolonged and was completed with the same device. There were no anatomical challenges noted that contributed to the distal cap coming off. The patient did not receive any additional medical or surgical intervention and was discharged the same day. This event is reported under the following patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis exera iii duodenovideoscope.